Event description:
This spontaneous case was reported by an other and describes the occurrence of perforation ("perforation of organs "), device dislocation ("migration") and pelvic pain ("pain") in female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient were treated with surgery (essure was removed). At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter provided no causality assessment for device dislocation, pelvic pain and perforation with essure. The reporter commented between 20 and 30 essure devices have had to be removed, because of migration, perforation of organs and pain. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 03-nov-2017 for the following meddra preferred terms: perforation. The analysis in the global safety database revealed 249 cases. Device dislocation. The analysis in the global safety database revealed 2193 similar cases. Pelvic pain.the analysis in the global safety database revealed 6129 similar cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.